Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the emergency medical services was called twice due to the customer having low blood glucose levels. It was also reported that the customer fell and hit his head. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was declined.